Event description:
In a lead extraction procedure to remove an active and an inactive rv leads, the active rv lead was removed without issue. In the attempt to remove the inactive rv lead, the procedure began with use of a 14f glidelight device and an lld. The laser sheath initially advanced over the lead; however, progress stalled and the decision was made to upsize to a 16fr. Glidelight device to attempt removal. The 16f laser sheath was advanced into the right atrium with little resistance, but then a significant drop in bp was noticed. A pericardial effusion was also noticed on the tee and based on the rapid decline in the patients status, the decision to perform a sternotomy was made. A tear was discovered in the svc/innominate area and a perforation discovered in the right atrium. Repairs were successfully completed and the patient survived the procedure.